Event description:
It was reported that the customer's insulin pump has cracks. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was returned with cracks around the battery tube threads and loose drive support disk. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.